Event description:
On (B)(6) 2011 customer reported false positive rheumatoid factor (rf) results, on the immage 800 instrument, for 4 patient's samples run on (B)(6) 2011. The issue appears to be reagent-related. Customer stated that the rf results were a little higher than 20iu/ml, and the most of the patients were healthy. Customer indicated that they sent the patient samples to another hospital for confirmation testing but did not provide the results. There was no effect to patient treatment, and incorrect results were not reported out of the laboratory. No specific patient information was provided. Service was not called as this issue appears to be due to a change in the reagent lot number.